Event description:
Endoscope video cable to the tower monitor malfunctioned and stopped showing a picture for the team to continue with peg procedure. No issue with scope, just the screen cables. Wire was just about to be passed through the trocar (11 blade scalpel) and about to grab snare when the image was shut off and not able to reliably get the image back. Procedure was aborted at that time.